Event description:
A malfunction alarm occurred with malfunction code 16 reported, but there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it could not be reset. The customer was informed about the need for replacement and instructed to use multiple daily injections as backup therapy. Support confirmed the shipping address and instructed the customer to let the battery deplete before transporting the pump back to them within 10 days using the provided pre-paid label and return box.